Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 2112667-2017-02337. This MDR follow-up #2 is being submitted with the correct number 2112667-2017-02185.

Manufacturer narrative:
This follow-up correction is being submitted because the first submitted follow-up 1 was submitted under the incorrect MDR number 2112667-2017-02337 in error. Please delete MDR 2112667-2017-02337 from the system.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster base was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that a caster was damaged. There was no reported patient injury.